Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: (B)(6). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed ran below specification and the unit was out of calibration at all readings. The motor, sleeve, ball bearing, spring seal, needle bearing, o-ring, reciprocating arm, and width plate screws were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during routine check the device needed annual pm. There was no patient impact nor a delay to a surgical procedure. Due diligence is complete and there is no additional information available. At product evaluation investigation the dermatome motor speed ran below specification. No adverse events were reported as a result of this malfunction.